Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non bsc right ventricular (rv) lead triggered an alert for high, out of range shock lead impedances. The shock channel was clean. It was recommended to bring the patient for troubleshooting of fracture or spring contact. Both crt-d and rv lead remain in service. No adverse patient effects were reported.